Event description:
On december 1, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately low. The patient tests his blood glucose 5-6 times a day. He tests before meals, 1-2 hours after meals, and at bedtime. The patient takes sliding-scale novolog insulin before meals and bedtime based on his meter readings. He also takes 12-20 units of lantus insulin based on his pre-bedtime meter reading. The patient indicated that the alleged meter issue started around 2007. The patient was unable to give examples of what his normal/expected blood glucose levels are. However, the patient claimed, that he had gotten a result of "150 mg/dl" on the reported meter that should have actually been "220 mg/dl". During the time of concern, the patient continued to take his insulin medications as prescribed. After the alleged meter issue began, the patient developed symptoms of frequent urination, thirst, headaches, and muscle pains. The patient went to a hospital three days later, due to his symptoms. The patient reported blood glucose results of "236 mg/dl" with a lifescan meter and "549 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient was hospitalized for a couple of days for treatment of high blood glucose. He was treated with novolog insulin. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers had cleaning the puncture sites correctly. He performed control solution test that failed. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that the developed symptoms suggestive of hyperglycemia after the alleged meter inaccuracy began. The patient claimed that he was hospitalized and treated for high blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.